Manufacturer narrative:
Event date was updated from unknown to 12-dec-2022. No patient was involved in any incident. They were replacing the o ring and when the board was noticed as having a "melted" area it was sent in as a precaution, to avoid any serious issues in the future.

Event description:
It was reported that during a returned order service while replacing the broken o ring over plunger tube and putting the bottom case and top case together, it was determined that the interconnected board had a melted area. Once the pump was put back the lcd screen was blank and pump was continuously beeping. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Please disregard the initial report submitted with the MFR number: 3012307300-2023-00275. The report was submitted in error.